Event description:
(B)(6). It was reported that left bundle branch block(lbbb) and 1st degree atrioventricular(av) occurred. A 25mm lotus edge valve was implanted in the patient. From the time of the transaortic valve replacement (tavr) procedure, lbbb was noted on the electrocardiogram(ECG). On an unknown date, a sinus pause noted for about 7 seconds was noted. The patient did not have symptoms associated with the sinus pause. In (B)(6) 2020, ECG indicated 1st degree av block.